Event description:
It was reported that a spectrum iq infusion pump displayed door not closed alarm during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "displayed door not closed alarm" was reproduced. Evaluation observed a door not fully latched alarm after loading a set and closing pump door. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the case shimming out of adjustment. The case shimming required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.